Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center .

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres for 10 seconds, the middle part of the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.